Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the clips remained open. Another device was used to complete the procedure. No pt consequences were reported.